Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the power consumption of this pacemaker was over 300%, and was implanted approximately 11 months ago. The field representative noted that it took a long time to download device data, and was questioning whether the power consumption had caused this. During a recent device interrogation, several witnesses, including the senior chief physiologist, said that the device was showing 2.5 years remaining in the estimated battery longevity. It was also noted that the device took longer than expected to perform the save to disk. Additionally, it observed that the pacing threshold on the right ventricular (rv) lead had further increased. The device was re-interrogated the following day, and the data files were obtained. It was also reported that the patient was experiencing pocket twitch. The device was reprogrammed to bipolar pacing on the rv lead. The output on the rv lead was set to 6.0v@1.0ms. Following device reprogramming, the estimated battery longevity was showing only 1.5 years remaining, with 411% power consumption. Technical services (ts) reviewed device data and discussed that the power consumption was normal, and that the device was showing an average power of 44uw. It was also discussed that the programmed parameters of the rv lead would drive a very high power consumption. As the device stabilizes over the next few weeks, the power will increase to the predicted level. The device is performing as expected. The ts consultant also discussed that the rv lead should be further investigated due to the cause of high thresholds. This device remains implanted. No adverse patient effects were reported. Additional information: the patient was scheduled for an rv lead replacement procedure due to loss of capture and high thresholds. During the procedure, the related pacemaker was interrogated, and found that the device was still showing 1.5 years remaining in the estimated battery longevity, with 411% power consumption. Subsequently, the physician elected to explant and replace this device. No additional adverse patient effects were reported. The pacemaker is expected for return.

Manufacturer narrative:
The returned pacemaker (non-crt) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The evidence of chronic sensing of high atrial rates correlated with increased power consumption.

Event description:
It was reported that the power consumption of this pacemaker was over 300%, and was implanted approximately 11 months ago. The field representative noted that it took a long time to download device data, and was questioning whether the power consumption had caused this. During a recent device interrogation, several witnesses, including the senior chief physiologist, said that the device was showing 2.5 years remaining in the estimated battery longevity. It was also noted that the device took longer than expected to perform the save to disk. Additionally, it observed that the pacing threshold on the right ventricular (rv) lead had further increased. The device was re-interrogated the following day, and the data files were obtained. It was also reported that the patient was experiencing pocket twitch. The device was reprogrammed to bipolar pacing on the rv lead. The output on the rv lead was set to 6.0v@1.0ms. Following device reprogramming, the estimated battery longevity was showing only 1.5 years remaining, with 411% power consumption. Technical services (ts) reviewed device data and discussed that the power consumption was normal, and that the device was showing an average power of 44uw. It was also discussed that the programmed parameters of the rv lead would drive a very high power consumption. As the device stabilizes over the next few weeks, the power will increase to the predicted level. The device is performing as expected. The ts consultant also discussed that the rv lead should be further investigated due to the cause of high thresholds. This device remains implanted. No adverse patient effects were reported. Additional information: the patient was scheduled for an rv lead replacement procedure due to loss of capture and high thresholds. During the procedure, the related pacemaker was interrogated, and found that the device was still showing 1.5 years remaining in the estimated battery longevity, with 411% power consumption. Subsequently, the physician elected to explant and replace this device. No additional adverse patient effects were reported. The pacemaker was received for analysis.